Manufacturer narrative:
On 20-nov-2023, bwi received additional information indicating that the cs (coronary sinus) catheter used in the procedure was not a bwi product. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia ablation procedure using thermocool smarttouch sf catheter. During the procedure, the patient experienced cardiac tamponade that required pericardiocentesis. Blood pressure decreased, and pericardial effusion was observed by echocardiography. Drainage by pericardiocentesis was performed in the catheter lab. The patient¿s condition recovered after the drainage. The physician's judgment of health hazard was non-serious (moderate/minor). Causal relationship with the product was unknown. The physician's opinion on the relationship between the event and the product was that the cardiac tamponade might have occurred during cs (coronary sinus) catheter insertion. There was no abnormality observed before using the product. Ablation lesion was right atrial septum. Koch's triangle was ablated. The patient required extended hospitalization--during which they fully recovered and was inevitably discharged. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 8ml/min for 25w. This adverse event is being captured under the ablation catheter as ablation occurred prior to the adverse event. Therefore, the ablation catheter cannot be excluded as a contributing factor to the adverse event.

Manufacturer narrative:
E1 (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31104027l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).